Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the event code was logged in the device¿s memory. Physio replaced the device¿s main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Based on the information available, physio-control has determined that the likely cause of the reported issue was excessive (out of tolerance) resistance of the shock switch located on the main keypad assembly. When this occurs service event code a00b is logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
Third party service agent contacted physio control to report that their customer's device had logged an event code in its memory that is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Third party service agent evaluated customer's device and verified a reported issue. Device was send for the further evaluation to the physio control. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Third party service agent contacted physio control to report that their customer's device had logged an event code in its memory that is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.